Manufacturer narrative:
(B)(4). Per the instructions for use, device migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, and incorrect bioprosthetic valve sizing, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, patient factors (elliptical annulus, no annular calcification, and mild native leaflet calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
During the transapical tavr procedure, a 23mm sapien xt valve migrated ventricular post deployment. A 26mm sapien xt valve was deployed more aortic to stabilize the initial valve. A 23mm sapien xt valve was deployed 50:50 aortic/ventricular (a/v). Following deployment, as the ascendra+ delivery system was pulled back into the sheath, the valve was observed to slip down an inch. Angiography confirmed the valve had migrated ventricular and was in a 5:95 a/v position. Following discussion, it was decided to advance an edwards balloon aortic valvuloplasty (bav) transfemorally through the valve and fully inflate the valve and pull it more aortic. At this time, a 26mm sapien xt valve was prepared and positioned for deployment within the initial valve. Following the successful troubleshooting steps for the initial valve, the 26mm valve was deployed 70:30 a/v within the 23mm valve. No paravalvular leak (pvl); central aortic insufficiency (cai) or mitral valve impingement was noted. The final mean gradient of the aortic valve was 5 mmhg. It was perceived that borderline valve sizing and patient factors (minimal annular calcification) may have contributed to the valve migration. The patient¿s annulus measured 22mm by transesophageal echocardiogram (tee) and 20mm x 26mm by CT (valve area of 402mm2). No annular calcification, mild native leaflet and mild aortic root calcification were reported.